Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There were "cassette damaged" alarm messages found in the event history log. During use testing, there was no problem found with the pump displaying "cassette damaged" during the investigation. The pump was further inspected and fluid ingression was noted. While the reported issue could not be confirmed, a likely root cause could be fluid ingression due to user interface.

Event description:
Information was received that the cadd prizm pump repeatedly displayed a cassette damaged alarm.

Event description:
Additional information received indicates the product issue was found during testing and there was no patient involvement reported.